Event description:
On (B)(6) 2006, the plaintiff was implanted with an ams apogee graft. It was alleged by the plaintiff's attorney that the plaintiff experienced "extreme pain an discomfort and suffered the onset of increased urine leakage and infections" within months after the initial implant procedure. It was also reported that the plaintiff's apogee has "been removed" and she will require additional surgical intervention and treatment. It was alleged that the plaintiff has suffered "disfigurement, disability, mental anguish, emotional distress."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.